Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to effectively place three different models of left ventricular (lv) leads. The physician was eventually able to place a lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching.